Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.